Event description:
Was primary stability achieved? Yes. Was osseointegration achieved? Yes. Was implant covered with bone? Yes. Assessment of hygiene around implant: fair. Site 10. At the time of the event or implant failure/removal, was there (check all that apply)? Mobility. Was the prosthesis fitted? No. Patient code: 1924. Device code: 2183, 1863. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5185633.